Event description:
The customer reported the coulter lh 780 hematology analyzer leaked one half ounce of fluid onto the counter. The customer stated the instrument was failing controls when the leak was noticed. The leak was not contained within the instrument. The customer was wearing gloves, eye protection and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a hole in the lyse supply tubing from the differential (diff) heater to the shear valve. The fse replaced the tubing and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).